Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Reason for device explant and/or reoperation: rupture. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) caucasian female patient who underwent primary breast reconstruction with two 800cc mentor memorygel breast implants, suffered left breast capsular contracture; baker grade IV and right breast implant rupture, post-operatively. The capsular contracture was reported by the patient in (B)(6) 2019 and the rupture was discovered during the bilateral explantation surgery on (B)(6) 2019. The patient underwent bilateral replacement with the following devices: (right) 800cc mentor memorygel breast implant catalog: 3508004bc lot: 6995261 sn:(B)(4) and (left) 800cc mentor memorygel breast implant catalog: 3508004bc lot: 7453271 sn: (B)(4). This medwatch form is for the left breast prosthesis.

Manufacturer narrative:
On (B)(6) 2020, the product investigation was completed. A manufacturing record evaluation (mre) was performed for the complaint device. The manufacturing record evaluation (mre) was reviewed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Device investigation summary: during evaluation of the sample a crease was noted in the posterior view. Within crease a tear was observed, measuring approximately 14.0 cm. The evaluation determined that the rupture is consistent with a crease fold rupture. These kind of findings are consistent with a crease/fold failure which is a known inherent risk associated with the use of gel-filled mammary prostheses and may be the result of one or more of the following contributing factors: continuous and sustained stresses to the device - such as too small a breast pocket and folding or wrinkling of the shell in the breast pocket. The manufacturing records were reviewed, and the manufacturing criteria were met prior to the release of this lot. It should be noted that as part of our quality process, each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Manufacturer¿s reference number: (B)(4).